Event description:
A customer reported to baxter (B)(4) a colleague infusion pump in which a faulty liquid crystal display was observed. The report stated that there were multiple images across the screen. It was reported that this event occurred before patient use. There was no patient involvement; therefore there were no reports of patient injury, medical intervention or adverse events associated with this report. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "a faulty liquid crystal display was observed, the report stated that there were multiple images across the screen" was confirmed. The root cause was attributed to a distorted main display. The display colour service assembly was replaced to fix the problem. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted..

Manufacturer narrative:
(B)(4). The sample has not been received by baxter personnel. Once the device has been received and the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.